Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly and exhibited a sticky pump. A surgical procedure was performed during which the tubing was found kinked between the reservoir and pump. The existing device was explanted and replaced.